Manufacturer narrative:
No button response due to moisture damage to keypad trace. Moisture damage on electronic assembly. Minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube. Unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
Customer reported a keypad issue with the insulin pump. Customer states that the escape button is not responsive. Customer states that the insulin pump got wet, but not submerged. The blood glucose reading was 280 mg/dl. Nothing further was reported.